Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.62v and the daily measurement was 2.95v.

Event description:
It was reported that the in office battery measurement was lower than the nightly battery measurement. Device is still in use. No patient complications reported as a result of this event.

Event description:
It was reported that the in office battery measurement was lower than the nightly battery measurement. It was further reported that the device reached elective replacement indicators (eri) early due to high battery impedance. The clinician was unhappy that the previous estimate for longevity didn't include the battery impedance measurements. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Correction: corrected device conclusion code. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.62v and the daily measurement was 2.95v. The save to disk review results for batter voltage showed low telemetered battery voltage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) we received performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.62v and the daily measurement was 2.95v. The save to disk review results for batter voltage showed low telemetered battery voltage. The device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.